Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "we have had a customer reporting a broken variax wrist spanning plate. The surgeon does not believe any patient factors have contributed to the failure and has requested that we investigate this. The patient has a ruptured epl"

Event description:
As reported: "we have had a customer reporting a broken variax wrist spanning plate. The surgeon does not believe any patient factors have contributed to the failure and has requested that we investigate this. The patient has a ruptured epl"

Manufacturer narrative:
Please note the correction to d9. The reported event could be confirmed since the device was not returned for evaluation, but the breakage could be verified with the provided picture. A device inspection was conducted with the provided image in which we can see that the plate is broken into two fragments from the middle. For complete analysis for the breakage surface, the alleged product is required. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Please note the corrections to b2 and h6 health impact codes.

Event description:
As reported: "we have had a customer reporting a broken variax wrist spanning plate. The surgeon does not believe any patient factors have contributed to the failure. The patient has a ruptured epl. Additional information received: epl found to be ruptured at level of plate break. Metallosis at this level in soft tissues. Well fixed to 1st metacarpal and radius. Fracture healed. Patient felt plate snap when doing normal adl. Patient noted epl not functioning from early on after plate inserted. However, visibly confirmed in theatre note op that tendons running freely and not trapped at end of procedure. Patient wrist has healed but awaiting eip to epl transfer.